Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up the lead exhibited noise on the atrial channel. The lead remained implanted. The patient's condition was good and all the electrical parameters were in range and stable. No further action would be taken.